Event description:
Information was received from a healthcare provider regarding a patient receiving marcaine 5mg/ml at 1.25mg/day and morphine 20mg/ml at 5mg/ay via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The other medications the patient was taking were methocarbamol 750mg, morphine ER 30mg, oxycodone 30mg, and valium 5mg. The patient¿s allergies were listed as penicillins the patient¿s ¿problems¿ were listed as chronic pain syndrome, cervical spondylosis without myelopathy-2 risk and pain in thoracic spine. The past medical history included back pain, chronic pain, carpal tunnel bilateral radial palsy, bulging disc, herniated disc and lymphoma. The healthcare provider reported that the pump was refilled on (B)(6) 2016. On (B)(6) 2016 the reset, premature low battery,safe state occurred per the event logs. The logs also show a motor stall recovery occurred on (B)(6) 2016 at 10:32 the healthcare provider reported that the patient couldn¿t remember when they began experiencing increased pain and not feeling like herself but thought it was sometime last week. The reporter planned to confer with the patient and the physician. Additional information received later reported they attempted reprogramming which failed. The patient was seen on (B)(6) 2016. The patient complained of low back pain described as throbbing deep, constant. The severity was 10/10. Duration was continuous since onset, timing chronic. The associated symptoms were weakness numbness, tingling radiation down leg. The patient also complained of neck pain, numbness of the arms, tingling of the arms, pain in the arms, weakness of the arms. The neck pain described as aching worse with movement, activity. The patient returned for pump adjustment after complaints of increased low back pain and hearing a ¿beeping sound¿ from the pump. Upon telemetry fo the pump it was noted that the pump was in safe mode according to the logs. This occurred on (B)(6) 2016. Dose was set at minimal rate of 0.122mg/day of morphine and 0.0304 of marcaine. The pump was increased to 5mg per day of morphine and 1.25mg of marcaine. Ptm programmed for 0.208mg bolus up to 4 times a day. An appointment was made for the patient to return to the clinic to see the physician. The patient was seen (B)(6) 2016. The chief complaint was ¿pump problem¿. The patient reported middle back pain and lower back pain. The patient was to have the pump replaced on (B)(6) 2016. The cause of the low battery reset and safe state was undetermined.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery. (B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Recall number: recall z-3043-201l. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update/correction: the patient code (B)(4) was added in this report regarding the previously reported neck pain. The patient code (B)(4) was also added regarding the previously reported weakness of their arms.

Event description:
A healthcare provider reported that the patient¿s surgical history included cyst removal (date unspecified), c-section in 1983, and carpal tunnel surgery in 2001. Regarding social history, the patient was a formal smoker (quit 8 months ago as of (B)(6) 2016). The patient¿s caffeine intake was described as occasional and their alcohol intake and chewing tobacco intake were both noted as being none. The patient¿s body weight as of (B)(6) 2016 was (B)(6). It was also indicated that the patient¿s body weight as of (B)(6) 2016 was (B)(6); their height was (B)(6). Regarding a follow-up visit with their healthcare provider on (B)(6) 2016, the patient¿s pump was noted as having entered safe mode and could not be restored and the patient experienced symptoms of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.